Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing cps # 42512600718, lot # 62736931; unknown persona femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 3 years post initial surgery due to tibial loosening and pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed through photograph provided. Visual evaluation of the provided picture confirmed that there was no bone cement affixed to any portion of the back side or the posterior region of the removed tibial component. Only bloody foreign substance was attached to the four partial holes of the backside surface of the tibial component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Per reported event, patient fell prior to the revision. However, definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.